Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to suturing on a shoulder joint. When the doctor tried to have the needle through the loop, the loop broke at the root of it. Another product was used without any problem. There was no patient harm.